Manufacturer narrative:
During a peripheral angioplasty, the aviator plus pta balloon ruptured during the first inflation (pressure unk). The unit was removed without difficulty and no pt injury occurred. The procedure was completed with other devices. The target site in the iliac was moderately calcified and mildly tortuous with 90% stenosis. No anomalies had been noted prior to use and the aviator had prepped normally. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.

Event description:
The target lesion was the iliac. There was moderate calcification and mild vessel tortuosity, the rate of stenosis was 90%. Access was made contralaterally. Aviator plus balloon catheter (424-6040w, r0109507, complaint product) was delivered for pre-dilatation. The balloon ruptured during the initial inflation. The aviator plus was removed from the pt body without difficulty. Another aviator plus (same size, lot unk) was used and the smart control ((B)(4), lot unk) was placed in the lesion. The procedure was completed successfully without pt injury. According to the physician, the balloon might have caught on to the calcified lesion. There was no adverse event and the pt is in stable condition. There was no difficulty removing the device from the package. No kinks or damages were noted before use in the pt. The device prepped normally and was able to maintain negative pressure.